Manufacturer narrative:
Failure analysis results: inspected 1 opened/used sensor and found sensor cannula contact pad damaged (wrinkled) unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl. Customer also reported that, the transmitter did not blink when it was connected to sensor. Customer declined troubleshooting for the high blood glucose and treated with a bolus from the pump. Customer is reporting a bent sensor cannula. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.